Event description:
(B)(6) the following pop-up appears when checking device. Excess battery consumption detected-perform memory dump, contact biotronik.

Manufacturer narrative:
The device was not returned for analysis. The analysis is; therefore, only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an elevated current consumption, which led to the reported warning message. Based on the data available for analysis the root cause for this behavior is not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patient's individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message as mentioned in the complaint description. The pacemaker´s memory content was analyzed confirming this observation. The battery status was eri which was triggered on october 18, 2024 as a result of a battery depletion. Therefore, the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The measurement of the current consumption on the electronic module was found elevated. In a next step, the electronic module was attached to an external power supply. All therapy functions were available and worked as expected. The electronic module was sent to the manufacturer for further detailed analysis. No visual anomalies on the electronic module were noted during analysis. An elevated current condition could not be reproduced consistently. It is therefore assumed that an elevated current condition of intermittent occurrence led to the clinical observation. In summary, during analysis an elevated current consumption could be confirmed. Despite a thorough analysis, the root cause could not be determined.

Event description:
7 august, the following pop-up appears when checking device. Excess battery consumption detected-perform memory dump, contact biotronik.